Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported during laser assisted cataract surgery there were two clock hours of missing treatment of the capsulorhexis. The doctor noted a small rent in the anterior capsule. It was decided to use a monofocal intraocular lens instead of the planned toric lens.

Manufacturer narrative:
The company service representative examined the system and no information was provided to conclusively indicate nonconformance of the system contributed to the reported event. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).